Manufacturer narrative:
The aquabeam scope was returned for investigation of the reported event. Functional testing of the returned device confirmed the reported event. Examination of the distal tip under magnification showed signs of adhesive degradation and residual fluid inside the lens which was consistent with the functional testing. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) , and aquabeam scope with lot number 72117/s0040 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual, um0104-00 rev. G aquabeam robotic system user manual, intl (ce), en was reviewed. Section 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup. · verify the aquabeam scope visualization by viewing the image through the camera source port (the eyepiece). If any defect in the image is observed, check the cleanliness of the optical surfaces (distal and proximal lenses). The lens should appear smooth and shiny. Poor cleanliness of exterior surfaces can cause a foggy or cloudy image. Note: obtain a new aquabeam scope if proper visualization cannot be verified. The root cause of reported event was determined to be design-relate. The issue has been addressed as a part of procept's quality management system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam scope was unable to provide a clear visualization. Multiple troubleshooting steps were made to address the issue without avail. As a result, the surgeon decided to abort the aquablation procedure and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.